Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the device could not be interrogated. A different device was used in order to resolve the event and there were no adverse consequences.

Manufacturer narrative:
The field complaint of intermittent telemetry could not be confirmed. The device was successfully interrogated using multiple programmers. Telemetry testing with both programmers revealed no issues with establishing telemetry or channel quality. Further testing determined the device was above elective replacement battery levels and exhibited normal characteristics.